Event description:
The user facility reported that the doctor was attempting to cross a very calcified occluded pedal loop when they removed the wire it unraveled, and they noted that the tip of the wire was still in the patient. It was left between the first and second toe. The patient was stable, and the procedure outcome was a success. The estimated blood loss was less than 250cc. Additional information was received on 03-december-2021: the procedure was a left lower extremity angiogram with intervention. The wire was still in the patients left foot between their first and second toe.

Event description:
The user facility reported that the doctor was attempting to cross a very calcified occluded pedal loop when they removed the wire it unraveled, and they noted that the tip of the wire was still in the patient. It was left between the first and second toe. The patient was stable, and the procedure outcome was a success. The estimated blood loss was less than 250cc. Additional information was received on 03-december-2021: the procedure was a left lower extremity angiogram with intervention. The wire was still in the patients left foot between their first and second toe.